Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 22.6 mmol/l. The customer was treated with manual injection. The reservoir had a large air bubble. Troubleshooting was performed for high blood glucose levels. The device is not expected to be returned for analysis.